Event description:
The caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer tried various troubleshooting steps, including switching to a different wall adapter, which resolved the issue. The pump began charging, and no further assistance was needed. Tandem technical support informed the caller about using approved charging supplies and arranged to send a replacement wall adapter and charging cable.